Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 after being transferred to the local emergency department of a hospital in the netherlands. The cause of the death was unknown. The pump was reportedly still running when the patient was admitted to the hospital. An autopsy was not performed. It was also communicated that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jun2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient was transferred to the local emergency department of a hospital in the (B)(6) and passed away there. The cause of death was unknown, as the pump was still running when the patient was admitted. The device operated as intended and the outcome was not device or therapy related. No autopsy was performed, the device was not explanted, and the device will not be returned for evaluation.